Event description:
It was reported that device channel errors occurred. The customer stated no further information is available regarding the events.

Manufacturer narrative:
Correction: disregard file (upon review of the file, revised file from reportable malfunction to non-reportable as there is no allegation that an infusion was stopped, treatment delayed or that there was patient involvement or impact.)

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device channel errors occurred. The customer stated no further information is available regarding the events.